Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was not sufficient, due to inappropriate shocks, and oversensing, the (0010) was capped. The 6017 and the 4058 (medtronic) lead were removed from service. A (0014) lead was implanted, the rate sensing portion of the endotak transvenous defibrillation lead (0064) lead was capped, and the high voltage portion was left active.